Event description:
Affiliate reported that the microsensor was calibrated and after was implanted into the pt, it would not sense the icp. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.